Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a loss of endoscopic image on the olympus video system center. The issue occurred during an unspecified endoscopic procedure . No patient injury was reported.